Event description:
Upon disconnecting the cord following a successful large bowel polypectomy procedure utilizing the 20mm rotatable oval polypectomy snare, the plug detached from the device. Since the procedure had been completed prior to the plug detachment, no further intervention was required. No patient injuries or complications were reported. The patient's status is reported as "good".